Event description:
The analyzer produced luminometer data invalid codes. This scenario is consistent with depletion of signal reagent during operation of the analyzer, which could cause false-negative ckmb and beta-hcg results. There was no report of patient harm as a result of this occurrence.